Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; full lead returned and analyzed.

Event description:
It was reported that at implant attempt, the helix on the right ventricular lead would not extend while in the patient. Prior to implant, it would extend when tested outside of patient. The lead was removed and replaced. No patient complications have been reported as a result of this event.